Event description:
The customer reported the mrx fails the battery test. The operational check stated that the battery is not attached when it was. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The original serial number initially reported was for the device.